Event description:
This was a bilateral system. Reference MFR 3004209178-2013-07566.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking in the posterior neck (more in left side of neck and face, predominately in the face now) every "15 minutes or so." It was stated that even if the patient turned off one device, he would still experience shocking. It was further stated that if both devices were off, the patient would not experience shocking. The shocking reportedly started in (B)(6) 2013. The healthcare provider (hcp) did not recall any falls or trauma (reported in the patient's chart), but it was known that the patient had falls due to "lousy" balance associated with essential tremor. It was noted that the patient needs a walker to ambulate. It was further stated that the patient experienced several falls over the last few months and had orthostatic hypotension and had fainted a few times. It was stated that some falls were associated with fainting and some were just associated to balance issues, but no substantial head trauma was determined. Palpating the ins did not cause stimulation changes. Also, movement or palpation did not reproduce the shocking. Moreover, the patient had been reprogrammed twice since the onset of the shocking and has not made a difference. It was noted that the patient had developed a tolerance to the stimulation, so multiple groups were created. It was added that the shocking was not limited to a particular group. It was stated that x-rays had been performed and appeared "fine." It was also stated that the patient had four active leads (thalamic stimulation, two leads on each side). The patient reportedly had a good response with the initial leads, but developed worsening tremor, so two more leads were implanted slightly anterior to the initial leads. It was further stated that if stimulation was turned off, the patient would "bounce while standing." Since the impedances were similar with both mono and bipolar combinations, a fluid short at the lead/extension connection was suspected (the impedances were taken on (B)(6) 2013). It was added that the patient felt shocking when his head was in a neutral position. The hcp would evaluate if there was a difference in location of shocking depending on which device was off. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report. Please refer to mfg. Report # 3004209178-2013-07566, as the patient has two devices and has experienced shocking with both. The right implant was repositioned and the extension was replaced with no resolution.

Event description:
Additional information received reported that the cause of the event was unknown. It was stated that one month post revision (right implant), the shocks suddenly stopped.

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-07566.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial #(B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v305208, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v305208, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).